Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on unk date in 2013. (B)(4) submitted for adverse event which occurred on unk date in 2017. (B)(4) submitted for adverse event which occurred on unk date in 2019. (B)(4) submitted for adverse event which occurred on unk date in 2013. (B)(4) submitted for adverse event which occurred on unk date in 2017. (B)(4) submitted for adverse event which occurred on unk date in 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and two (2) mesh products were implanted due to prolapse. It was reported that the patient underwent a surgical procedure on an unknown date in 2013 due to organ descent. It was reported that the patient underwent a surgical procedure on an unknown date in 2017 due to prostheses pierced through the organs. It was reported that in (B)(6) 2019 the patient was hospitalized due to severe pain. It was reported that on an unknown date in 2019 the patient underwent removal of one of the prostheses. It was reported that the patient experienced severe pain, erosion, impossibility of eating (only liquid foods) and difficulty in bowel movement, urination and walking. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. *it was identified that this complaint was inadvertently reported with the incorrect predicate 510k device number, k013718, instead of k071512. D4: UDI: the full UDI is currently not available as the catalog and/or lot number for the device involved was not provided.